Event description:
Received an electronic complaint that reported a tubing separation during the dialysis treatment. The heparin line that goes into the arterial tubing segment fell off. The reporter of this event was contacted for additional info. Reportedly, it was learned that the tech went to fill the bath when he noted blood dripping and it was a steady drip that was coming from the connection. Then when he inspected it closer, it fell off completely. The pump was stopped and as a result the pt had a 300 ml blood loss estimate by rn. A new system was set up on the dialysis machine and the treatment was restarted. The rn reported the pt is fine and no ill effect from this event. A sample is not available.